Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026. The site of detachment was the tubing connector. The infusion set was in use for one day, which led to high blood glucose levels, and the patient was treated with the pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.